Manufacturer narrative:
Date of submission 11/07/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: review of the black box data did not reveal any records of motor rewind error(s). On investigation , the pump successfully completed rewind, load and prime steps without demonstrating a motor rewind issue. The pump was exercised for 24 hours without alarms occurring. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging that the motor stopped rewinding prior to completion. This complaint is being reported because the reported issue could prevent the patient from using the pump. There was no indication that the product caused or contributed to an adverse event.